Manufacturer narrative:
Initial.

Event description:
It was reported that the user performed a factory reset of the ilet system after difficulty pairing the cgm, resumed therapy using existing supplies, and subsequently experienced very high blood glucose readings, with fingerstick values reported around 500¿545 mg/dl before trending down after guidance to complete the supply change process and reconnect; the user also reported eating without alerting a meal. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was not established.